Event description:
Event description guidant recieved information that this bipolar lead exhibited an increase in threshold and impedances measurements one day post implant. The physician elected to reprogram the device. The impedance was normal the following day, the thresholds were still high. Three weeks later, the lead was removed because it became dislodged and perforated the heart. A new lead was implanted without issue.